Manufacturer narrative:
Date sent to the FDA: 12/07/2020. Additional information: e1 date sent to the FDA: 12/07/2020. Corrected information: d1, d2b, d4, g1, g5. Corrected b5 narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent an unknown adverse event.

Manufacturer narrative:
Date sent to FDA: 10/22/2020 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2017 and mesh was implanted. It was reported that the patient experienced undisclosed adverse event. It was previously reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. Other procedure is captured in a separate file. No additional information was provided.